Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed gap between the acoustic lens and the ultrasonic probe could not be determined, however, it is likely the device was damaged by the user/user handling and, or the wear due to repetitive use. The event may be prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. No leakage inside the flushing channel was confirmed. The gap between the acoustic lens and probe was confirmed. In addition, blind nut is loose, due to wear of lock engagement lever, up/down knob cannot be locked securely, grip has a scratch, air/water cylinder has discoloration, suction cylinder has discoloration, scope cover plate is unclear, switch box is deformed, right/left angulation control knob has a scratch, elevator channel plug is deformed, scope body has a crack, objective lens has a scratch, adhesive around objective lens has wear, light guide lens has a crack, adhesive around light guide lens has wear and adhesive on bending section cover has a discolored area. The investigation is ongoing and follow-up. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had leakage at the flushing channel. During evaluation a gap between the acoustic lens and the ultrasound probe was found. Gap of adhesive on the distal end, and stain entered inside the lens through the gap. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.